Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.